Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: litigation alleges patient suffered symptoms and damage to his body including but not limited to constant and severe pain and discomfort in his thighs, hip areas, groin, knee, and back; the formation of severe metallosis which damaged bone and tissue surrounding the implants; severe chromium and cobalt metal toxicity; and other complications. Bilateral patient doi: (B)(6) 2009 - dor: has not been revised (right side). Doi: (B)(6) 2010 - dor: (B)(6) 2010 (left side). Patient is a resident of (B)(6). Update (B)(6) 2011 -the sales representative reported the right hip revision. Patient was revised to address pain. Metal ion levels were slightly elevated; the cup was not grossly loose. No reported signs of metallosis. Dor: (B)(6) 2011. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege, pt suffered symptoms and damage to his body including but not limited to constant and severe pain and discomfort in his thighs, hip areas, groin, knee, and back; the formation of severe metallosis which damaged bone and tissue surrounding the implants; severe chromium and cobalt metal toxicity; and other complications. Pt is a resident of (B)(6).